Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that she had received the incorrect test strips for her onetouch ultra 2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately on (B)(6) 2017. The patient stated that she manages her insulin with a fixed dose of insulin. The patient denied taking any action in response to the alleged packaging issue. Approximately 1 hour after the alleged issue occurred, the patient stated that she developed symptoms of "tired, thirsty, fatigue, sleepy". At approximately 10 am on the same day, the patient was hospitalized and treated with insulin by a health care professional. The patients blood glucose was measured on a hcp device, but she was unable to relay the readings or time they were taken. The csr was unable to resolve the customers issue. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.